Manufacturer narrative:
Batch review performed on 08 february 2019. Lot 1851540: (B)(4). No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Other lot involved lot 1210183c: (B)(4). No anomalies found related to the problem.

Event description:
The ball spring fell out from 2 handles. The surgery was completed successfully, with 5 minutes of delay.

Manufacturer narrative:
Visual inspection performed by r&d project manager: the spring ball plunger is came apart. It is possible this occurrence was influenced by variation in production/assembly, however this cannot be confirmed.